Event description:
It was reported that the patient presented with an infected ambicor penile prosthesis (app), testicular pain, and left suprapubic pain. The patient was unable to provide a detailed history and reported falling into a chair and landing on his scrotum. He also reported that in (B)(6) 2024, he had a severe motor vehicle collision, resulting in a traumatic brain injury, broken ribs, a broken back, a broken neck, and a medically induced coma with catheter placement. The patient has not used his app for a while because he has difficulty deflating the pump. The patient also reported fevers, chills, and intermittent hematuria twice a week. A surgical procedure was performed to remove the infected app, during which a significant purulence was noted upon entering the scrotum. An urethroplasty was performed to repair the urethra. Two weeks of antibiotics and foley catheters were required. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The cylinders were microscopically inspected. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had wear at fold in the proximal end and distal end of the cylinder. The pump was microscopically inspected. Microscope examination revealed that the pump kink resistant tubing (krt) had wear. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation, as the allegations relate to chills, fever, hematuria, infection, pain, purulent discharge which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient presented with an infected ambicor penile prosthesis (app), testicular pain, and left suprapubic pain. The patient was unable to provide a detailed history and reported falling into a chair and landing on his scrotum. He also reported that in (B)(6) 2024, he had a severe motor vehicle collision, resulting in a traumatic brain injury, broken ribs, a broken back, a broken neck, and a medically induced coma with catheter placement. The patient has not used his app for a while because he has difficulty deflating the pump. The patient also reported fevers, chills, and intermittent hematuria twice a week. A surgical procedure was performed to remove the infected app, during which a significant purulence was noted upon entering the scrotum. An urethroplasty was performed to repair the urethra. Two weeks of antibiotics and foley catheters were required. No additional patient complications were reported.